Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a failed battery test. The customer also reported that numbers were scrolling on the display. Blood glucose level at the time of the incident was not provided. The customer reported that the battery cap was damaged. Failed battery test troubleshooting could not be performed as the customer did not have a new battery available. The customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.